Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that the primary nurse found a fracture in the PICC externally. Double lumen PICC line. One of the lumens looked like it had a slice on it, at an angle. There were no negative outcomes that we were able to find. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed. The product returned for evaluation was a 4fr dual lumen powerpicc. The investigation findings are consistent with damage caused by contact with a sharp edged instrument. The returned product sample was evaluated and a break was observed in the red lumen extension leg. Microscopic examination of the extension leg break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the primary nurse found a fracture in the PICC externally. Double lumen PICC line. One of the lumens looked like it had a slice on it, at an angle. There were no negative outcomes that we were able to find. No other information was provided.